Event description:
It was reported that the procedure was to treat a lesion in the external iliac vessel. During use with the 10 x 39 mm omni elite, it was noted that resistance was met during insertion into the sheath and during removal from the recommended 6 fr sheath. The sheath was changed to a 7 fr, and the omni elite stent was placed successfully. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: 7 fr. Sheath: merit medical. The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the stent delivery system was returned frozen inside the non-abbott 6fr introducer sheath consistent with the reported difficult to insert and difficult to remove. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the available information reviewed, there is no evidence to suggest a product quality deficiency.

Manufacturer narrative:
(B)(4).